Event description:
Baxter (B)(4) received a report that a 5 ml/hr infusor overinfused during patient use. A volume of 120 ml was infused over the course of 12 hours rather than 24 hours. This implies a 10 ml/hr flow rate, which is 200% of the expected flow rate. The device was filled with a 120-ml solution of 1000 mg vancomycin (manufactured by (B)(4)) in normal saline. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 200 ml of fluid in the overpouch. The reported condition of an overinfusion was not confirmed. Visual inspection of the unit noted the 200ml of fluid had emptied in the bag because the tubing had been partially broken at the junction of the stress-member. A functional test could not be conducted. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The broken tubing is addressed in report number 6000001-2012-06540. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Correction: the incorrect manufacturing date was included in the initial medwatch.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Baxter has attempted to contact the customer to obtain additional information. Additional attempts will be made to follow-up with the customer. Should the device and/or any additional information become available, a follow-up report will be submitted.